Event description:
It was reported the video system center had no image on the secondary monitor. The customer advised that going through the wall the cable was disconnected.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the wiring trouble in the wall at the facility side was the cause of phenomenon because image is displayed when cv-190 and auxiliary monitor are connected directly. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.